Event description:
The court summons explained that the cottonoid became disengaged from its thread "tail", which thereupon prevented its discovery and which was left in the body of the plaintiff at the surgery site.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a f/u report will be filed. If lot info does become available and if the record review indicates that there was a non-conformity a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.